Event description:
(B)(4). Because of essure I have experienced irregular bleeding and almost constant pain. This pain continues with or without intercourse, tampons etc. I have experienced ovarians cysts and finally but not least will be having my fallopian tubes completely removed because the device is now unviewable on an ultrasound. Additionally there is a chance that I will lose my ovaries and my uterus because of this device. Both this device and it's counterpart mirena are known to move into other organs and cause severe damage as essure has with me.